Event description:
It was reported by service report that the siderail cable assist is broken and the siderail drops quickly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.